Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-05231, 2210968-2012-05232, and 2210968-2012-05233 the same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced mesh erosion, pelvic pain, infections and dyspareunia, and she has undergone additional surgeries and revisionary procedures. The patient underwent a mesh reinforcement in (B)(6) 2010. No additional information is provided at this time.